Event description:
One patient sample with discrepant total psa and free psa results. The initial total psa result was 0.23 ng/ml, free psa 2.11 ng/ml. Same sample repeated twice using two different methods gave results of 3.25 ng/ml and 0.064 ng/ml for total psa and 3.25 ng/ml and 0.045 ng/ml for free psa. If additional information is received, appropriate notification will be provided.